Event description:
It was reported the wire inside the piccline was bent / kinked quite strongly about 8 cm from the tip from the beginning when it was taken out of the box before placement on patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The sample was received with an inlaid 3cg stylet. The polyimide region of the catheter extended past the tip of the trimmed catheter. A sharp kink was observed in the stylet within the polyimide region. The stylet was intact. Microscopic inspection of the stylet revealed that the kink occurred between magnets. Both the tubing and the core wire exhibited permanent deformation. The tubing exhibited buckling, flattening and elongation at the kink site. The stylet outer diameter was measured and found to be within manufacturing specifications. The permanent deformation was consistent with sharp kinking of the stylet during insertion/manipulation. The position of the stylet relative to the catheter suggested that insertion of the stylet past the catheter may have contributed to the observed kinking; however, the exact cause of the event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen5218 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the wire inside the piccline was bent / kinked quite strongly about 8 cm from the tip from the beginning when it was taken out of the box before placement on patient.